Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture and noise oversensing causing pacing inhibition. The rv lead was capped and replaced on 19 june 2026. The patient was in stable condition throughout.